Manufacturer narrative:
Results: visual analysis noted kinks will all wires broken on one of the leads. The second lead was severely twisted with all wires broken. This lead was also cut during explant and was missing a terminal end electrode. Due to the broken wires, functional testing could not be performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including two percutaneous leads (from the same lot), on (B)(6) 2007. The leads were placed occipitally for headaches (off-label). It was reported that the pt was no longer receiving stimulation on the right side, and her headaches had worsened. The physician explanted and replaced both leads on (B)(6) 2011. Effective stimulation coverage was reported postoperative.